Event description:
It was reported that the right ventricular (rv) lead had no capture at maximum output. Pace impedance was 600 ohms at implant, and on the day of the report, it was at 457 ohms. The shock lead impedance remained stable at 78 ohms. Sensing had reportedly gone from 11 to 2.2 millivolts. The physician thought there could have been a micro perforation. Technical services noted that considering the pace impedance drop, sensing change and no capture, that the issue could be micro perforation related. An rv lead revision was performed and the same lead was used. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.